Event description:
This case was reported for (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, there was a slight bleeding with no consequences for the pt.